Event description:
It was reported that during a cadaveric demo the navio mesh disappeared, leaving only the green individual points as going to demonstrate the redefinition of femoral rotation. Upon moving forward, the navio planning stage displayed a damaged solid surface model. Upon completing the distal femoral resection, the system would not allow to move into the tibia prep of the xr tibia. Restarted the system twice to try to resolve. Bailed to a new navo case and mapped over the existing femoral component. No mesh issues and xr tibia medial cut went as planned.

Manufacturer narrative:
H10, h3, h6: the device was intended to be used during treatment when the green dots appeared but no mesh was generated. The log files and case screen shots were not returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has not been established. Several factors could have contributed to the reported event could be if the first points of the free collection had been collected away from the bone and if the surgeon was pressing the foot pedal prior to collecting points. However, without the actual log files or case screen shots for review, we are unable to confirm this. Therefore, the root cause of the issue could not be determined.